Event description:
No harm to patient. Rn travelled to xray in the main building with patient from nccu [neurocritical care unit]. While waiting with the patient in the hallway the IV pump infusing norepinephrine suddenly shut down. Rn heard a beep and the screen went black. Rn unable to turn pump back on. Beeping continued for 5 minutes while screen remained black. A second pump was brought to rn at xray and norepinephrine restarted. Patient remained hemodynamically stable. When pump powered back on battery was full.